Event description:
Customer reported that the battery is going low and she is receiving bad and low battery alerts. Customer also stated that the backlight does not work any more and that the insulin pump has alarmed motor error several times during prime. Blood glucose value is 234 mg/dl. Customer does not use the sensor feature and is unable to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. Backlight works properly. Insulin pump received with currents in specification. No unexpected low battery or bad battery anomaly noted.